Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article: "preclosing of the femoral artery allows total percutaneous venoarterial extracorporeal membrane oxygenation and prevents groin wound infection after lung transplantation".

Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The patient effects of dissection, occlusion, thrombosis, swelling (inflammation) and ischemia are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying proglide devices that may be related to the following: reduced technical success, below the knee amputation, surgical repair of the common femoral artery, resection-anastomsis, thrombosis, thrombectomy, patch angioplasty, acute limb ischemia, compartment syndrome, fasciotomies, failure to achieve hemostasis, occlusion and healing delay. Specific patient information is documented as unknown. Details are listed in the attached article, titled "preclosing of the femoral artery allows total percutaneous venoarterial extracorporeal membrane oxygenation and prevents groin wound infection after lung transplantation".